Manufacturer narrative:
The t:slim x2g5 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Customer's blood glucose ranged from 100-150 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy. Reportedly, the customer was using admelog within cartridges.